Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
Name of procedure: pubovaginal sling with tension-free tape, cystocele repair and cystoscopy. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment..